Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. Date of event is an approximation. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. According to the information available the cgm reading was between 2.5 ¿ 3.0 mmol/l and low. The patient consumed carbohydrates at several times when the cgm was displaying low on the pump, and no fingersticks were taken at those times. The patient experienced feeling unwell and was vomiting during the night. The patient was brought to doctors¿ clinic by their father and was transported to the hospital from there with an ambulance. At the hospital urine test showed ¿4+ on glucose¿, and the blood glucose reading was 38.0 mmol/l. The patient was treated with intravenous fluids and was treated with insulin via the pump. The patient was discharged in the evening, and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.